Event description:
It was reported that the customer wasn't "feeling good started on the night of (B)(6) 2026" and ultimately lead to being hospitalized in the intensive care unit the following morning, on (B)(6) 2026, with a blood glucose (bg) level of 1200 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information on the treatment the customer received; however, no response was received.